Event description:
After 14 months of implantation, the device involved in this MDR report was explanted because it could not be interrogated.

Event description:
After 14 months of implantation, the device was explanted because it could not be interrogated.